Manufacturer narrative:
A final report will be submitted when the investigation is complete.

Event description:
An 8f fast-cath hemostasis introducer set was selected for use after being stored in the operating suite at 20 degree celsius. Following an atrial fibrillation ablation using a 7.5f non-sjm irrigated ablation catheter, resistance was encountered when trying to remove the ablation catheter. The introducer had been in place for three hours, and tore upon removal, completely separating from the hub. Ten centimeters of the distal tip remained in the pt after the tear, requiring vascular surgery. The pt was listed as stable.